Event description:
Update - medical records received (B)(6) 2013 . Revision operative report indicates the following: pain; stiffness; elevated cobalt and chromium levels; an effusion; granulation tissue; femoral head was scratched; corrosion. The adaptor sleeve and femoral stem added to complaint.

Event description:
Litigation papers received. Papers allege patient suffers from pain and excessive levels of chromium and cobalt. Doi: (B)(6) 2009 dor: unknown (left hip).

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time.